Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: liver tumor resection + whipple procedure. Event description: the rep was present for the case. The eb215 device demonstrated insufficient hemostasis when the surgeon sealed pancreatic tissue. The patient required a blood transfusion of 1 unit. The bleeding was observed on thin pancreatic tissue seals. There was eschar sticking to the jaws along the seal line. When the surgeon attempted to remove the device after sealing, the seal line was torn open. It is unknown if there was tension applied to the vessel that was being sealed. The device had completed 75 seals before the surgeon started noticing the insufficient hemostasis. The jaws were cleaned 3 times during the procedure with a wet lab but there was no improvement with hemostasis when the jaws were cleaned. No generator alarms interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. It is unknown if the device was activated on diseased or inflamed tissue. No additional information can be provided. Product is available for return. Patient status: patient is recovering. Intervention: "clamping and tying vessels around the pancreas."

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed, as the event unit passed all relevant testing and met current specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: liver tumor resection + whipple procedure. Event description: the rep was present for the case. The eb215 device demonstrated insufficient hemostasis when the surgeon sealed pancreatic tissue. The patient required a blood transfusion of 1 unit. The bleeding was observed on thin pancreatic tissue seals. There was eschar sticking to the jaws along the seal line. When the surgeon attempted to remove the device after sealing, the seal line was torn open. It is unknown if there was tension applied to the vessel that was being sealed. The device had completed 75 seals before the surgeon started noticing the insufficient hemostasis. The jaws were cleaned 3 times during the procedure with a wet lab but there was no improvement with hemostasis when the jaws were cleaned. No generator alarms interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. It is unknown if the device was activated on diseased or inflamed tissue. No additional information can be provided. Product is available for return. Additional information was received on 13mar2023 from [name], account manager ii, applied medical: "from what I understand, it was a combination of things. The doctor explained the tissue was very difficult to seal. That¿s really all I know." Intervention: "clamping and tying vessels around the pancreas." Patient status: patient is recovering.